Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Thread detached from needle.

Manufacturer narrative:
No patient information was available. No sample was received. There are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. A proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.